Event description:
It was reported that their recharger was not charging. During the call, patient services (pss) had the patient (pt) describe the screens they were seeing on the recharger. The pt described seeing the 'charge your recharger battery' screen when the desktop charger (dtc) was plugged into the recharger. During troubleshooting, the patient was able to get to the neurostimulator charging session screen for a brief moment and stated their ins battery was 3/4 full, and had 2 coupling boxes filled in. The pt confirmed dtc was plugged into the wall, green light on ac power supply was on, and stated there was no damage to the cord or connector pin. Patient stated there didn't appear to be any damage in the recharger port. The issue was not resolved. An email was sent to the repair department to replace the recharger and dtc. Pss called patient back to obtain event date, but patient is currently in rome and pss could not get ahold of the patient. Additional information was received that because of the issue with the recharging equipment, the patient had been 10 days without charging their ins. The caller added that the patient was hospitalized while they were in italy, and they believe the reason they were hospitalized was related to the patient not being able to charge their ins. The caller noted that the patient was suffering a lot of tremors and was falling a bit, and they believe that those issues will be resolved when the patient charges their ins. The caller did not know therapy status at the time of the call, but they were under the impression that therapy was off since the patient had not been able to charge their ins for 10 days. The caller mentioned that the patient came back home on friday and they were "sort of extra depleted," had a hard time walking around the house, and fell on the way to the bathroom durin g the night. The caller was advised to have the patient follow up with their managing healthcare provider if charging the ins and having therapy turned on did not resolve the patient's symptoms. The issue was not resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that turning on their ins completely resolved all symptoms.